Event description:
Situation 1: the jaws of the stapler won't stay shut after locking it. Situation 2: stapler would not fire. Another one was opened in both cases and used. Both failed products had patient contact but no patient harm. Manufacturer response for endo gis ultra stapler, (brand not provided) (per site reporter). Product has been returned for evaluation.